Event description:
It was reported that an episode of non sustained right ventricular oversensing was noted at a routine follow up. Upon interrogation, it was noted that due to oversensing, pacing had been inhibited for three seconds. The oversensing was not reproducable in-clinic with isometrics or deep breathing; myopotential oversensing was suspected. The patient was asymptomatic and no other anomalies were noted. No intervention was performed and patient monitoring was discussed.